Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device MFR date is unk. According to the complainant, the suspect device is not available for return. A device evaluation cannot been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, even while taking care in connecting the feeding tube, the locking adapter was noted to be broken at about 9 days later. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."